Event description:
The pt entered the hospital with elevated blood glucose levels. After getting the sugars under control he left the hosp, restarted using his pump and experienced high blood sugars again. The pump did not alarm and the pt could not identify any blockages preventing the infusion of insulin.